Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: only the delivery pusher was returned for eval without the implant attached. The eval showed excessive force was used which likely led to the coil detaching. (B)(4).